Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found lead-on-can abrasion through to the distal conductors of the lead. An exposed sensing conductor coil could lead to these allegations and it can not be concluded if this damage occurred prior to explant, at explant or if the lead damage was induced by electrocautery. In addition, the lead was found to be severed. Laboratory testing was able to reproduce the reported clinical observations and since the device was not returned to review the memory, we cannot determine when the melting on the lead occurred. Detailed analysis confirmed the report allegation.

Event description:
Boston scientific received information that during a elective device replacement procedure, the right ventricular (rv) lead revealed noise,oversensing and a inappropriate shock was delivered during review of a historic electrocardiogram. During the procedure the physician noted visable insulation damage on the right ventricular (rv) and right atrial (ra) competitor lead. The right atrial (ra) competitor lead was explanted while the right ventricular (rv) lead was severed and surgically abandoned. No adverse patient effects were reported. The lead was returned for analysis.